Manufacturer narrative:
Block b3: date of event: the exact date is unknown; however, it was reported that the event occurred in august 2020. Block d4, h4: the complainant was unable to report the device suspected lot number; therefore, the manufacture date and expiration date are unknown. Block h2: additional information: b5 (describe event or problem), and block h6 (patient codes) block h6: imdrf patient codes e233605 capture the reportable event of septic shock. Imdrf impact codes f0801 and f2301 capture the reportable event of ICU admission and cystoscopy stent placement.

Event description:
Note: this report pertains to one of four devices used in the same patient and procedure. It was reported to boston scientific corporation that a nephromax balloon, 8/10 dilator, percutaneous access needle and sheath imager ii set were used during a percutaneous nephrolithotomy procedure performed in (B)(6) 2020. The patient experienced septic shock, requiring admission to intensive care unit (ICU) and cystoscopy stent placement.

Manufacturer narrative:
Date of event: the exact date is unknown; however, it was reported that the event occurred in (B)(6) 2020. The complainant was unable to report the device suspected lot number; therefore, the manufacture date and expiration date are unknown. Imdrf patient codes e233605 and e2328 capture the reportable event of septic shock and ureteral obstruction. Imdrf impact codes f0801 and f2301 capture the reportable event of ICU admission and cystoscopy stent placement.

Event description:
Note: this report pertains to one of four devices used in the same patient and procedure. It was reported to boston scientific corporation that a nephromax balloon, 8/10 dilator sheath set, percutaneous access needle and imager ii were used during a percutaneous nephrolithotomy procedure performed in (B)(6) 2020. The patient experienced ureteral obstruction and septic shock, requiring admission to intensive care unit (ICU) and cystoscopy stent placement.